Manufacturer narrative:
(B)(4). One unit of catalog number 1884 (micro mist nebulizer w/tee) was received for analysis. A visual exam was performed and it was observed that the universal connector and tubing fell apart easily. The tubing end which is added to the universal connector contained pip residues. Leak testing was performed and the sample failed the test. Based on the investigation performed, the reported complaint was confirmed. Corrective action will be documented on nc # (B)(4).

Event description:
The customer alleges that the connector is detaching from the tubing resulting in a leak. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation. No photo available. A device history record review could not be conducted since the lot number was not provided. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed based only on the information provided. Material from the production line was inspected and no issues were detected that can lead this customer complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the connector is detaching from the tubing resulting in a leak. No patient injury or harm reported.